Event description:
The reporter stated that sets blew while on the medrad injector. The injector was set at 850 psi. They were injecting 85cc at a rate of 25cc/sec. This issue seems to occur at high flow rates and high volumes. No patient information available for this event.